Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra, implanted inside a 23mm edwards surgical valve for 1 year and 10 months, underwent bav due to increased gradients. As reported, the patient had a cath gradient of 23mmhg and providers found out that the valve was not fractured at time of implant at another facility. The 3mensio review does show that the s3u valve was constrained inside the surgical valve. The valve was fractured with a 22mm true balloon and the cath gradient went down to 18 and echo gradient was 6. The patient did well recovered after. Post op tte showed, a bioprosthetic valve within a bioprosthetic surgical valve in the aortic position. Ava (vti) 0.94 cm2. The transaortic valve gradient is mildly increased. Peak/mean gradient of 20.3/11.5 mmhg. There is trivial regurgitation. Patient is status post bav, compared to the perioperative tee, the mean av gradient measures slightly higher.

Manufacturer narrative:
Corrected h.6 device code, type of investigation, investigation findings, and investigation conclusions. The valve remains implanted and was, therefore, not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events related to valve stenosis. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was received and the thv was observed constrained/under-expanded, with a waist, within the pre-existing surgical valve. The IFU was reviewed. Physicians are warned that accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Potential risks associated with the overall procedure includes exercise intolerance or weakness and valve stenosis. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The valve stenosis was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''a patient with a 23mm sapien 3 ultra, implanted inside a 23mm edwards surgical valve for 1 year and 10 months, underwent bav due to increased gradients''. Per imaging evaluation, the deployed valve (thv) is constrained/under expanded within the pre-existing surgical valve, so the constrained/under expanded condition of the valve could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that procedural factors (under expanded valve, constrained by pre-existing surgical valve) may have contributed to the reported event.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text: device remained implanted.

Event description:
Edwards received notification from a field clinical specialist, that a patient with a 23mm sapien 3 ultra, implanted inside a 23mm edwards surgical valve for 1 year and 10 months, underwent balloon aortic valvuloplasty (bav), due to increased gradients. As reported, the patient had a cath gradient of 23mmhg. And providers found out that the valve was not fractured at time of implant at another facility. The 3mensio review does show that the s3u valve was constrained inside the surgical valve. The valve was fractured with a 22mm true balloon. And the cath gradient went down to 18 and echo gradient was 6. The patient did well, recovered after.